Event description:
It was reported by the rep the device was used during an unk procedure. It was reported the wound closed with the pmw 35 skin stapler dehisced post-op. It is unk how the case was completed. The rep is following up for more info.